Event description:
It was reported that a pt rolled off the table, fell to the floor and bumped their head. X-ray images and CT scans of the pt's back, neck and head all showed no signs of serious injury.